Event description:
It was reported that patient indicated the implantable cardioverter defibrillator (ICD) moved side-to-side and believed the site/pocket is stretching. The ICD remains in use, and the patient was referred to the physician. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).